Manufacturer narrative:
(B)(4)

Event description:
Procedure: adrenalectomy. According to the reporter: during use the balloon could not be inflated at all. After removal from the patient, the same trouble was duplicated again. New one was opened to complete the case with no problem. No patient harm.